Manufacturer narrative:
(B)(4). Additional information requested and received: was the gas leaking from the handle or cannula of the probe? Did the leak occur in one probe or two? Only one device was used in the procedure and only one device will be returned/replaced.

Event description:
It was reported that during a liver ablation, gas was leaking during the tissue lock phase. The leaking occurred after the probes were placed but prior to confirmation of placement. The probes were positioned on the anterior approach. Two probes were used in the procedure. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one pr15 probe s/n (B)(4) was received. The probe's cannula was bent at the hub and there was damage to the tc wires, leading to probe temperature measurement errors. The probe was unable to ablate due to the damage to see if the probe was leaking gas. The issue of the probe leaking gas was not verified due to the damage to the cannula. The root cause is unknown. The call home data log was reviewed. There were two liver ablations on the reported case date ((B)(6) 2018). Both contain probes from the reported lot. Both cases were reviewed. Case 1-10:02am: a pr15, (B)(4), was connected to channel 1, and tested successfully. Another pr15, (B)(4), was connected to channel 2, and tested successfully. Probe 1 was put into tissu-loc for 19 minutes and probe 2 was put into tissu-loc for 8 minutes. An ablation was set to 10:00, 65w for both probes. After 3:42, probe 1 was stopped and after 3:38, probe 2 was stopped. Probe 1 was set to 2:00, 65w and the user stopped the ablation after 1:11. The ablation was restarted and completed the rest of the 2:00. Both probes cauterized for about 20 seconds. This marked the end of case 1. Case 2-1:25pm: a pr15, (B)(4), was connected to channel 1. Another pr15, (B)(4), was connected to channel 2. Both probes tested successfully and were put into tissu-loc. An ablation was set to 10:00, 65w for both probes. The user stopped probe 2 after 2:52 and probe 1 after 4:00. Probe 2 was put into tissu-loc for 25 minutes. During this time, probe 1 was put in and out of tissu-loc for 15 minutes, then disconnected. A new pr15, (B)(4), was connected to channel 1 and tested successfully. Both probes were in and out of tissu-loc for 5 minutes. An ablation was set to 10:00, 65w for both probes. The user stopped the ablations after 3:01 and put the probes into tissu-loc for 2:30. Cauterize was used for both probes and then the probes were disconnected. This marked the end of the case. Device history lot : lot ml17103078, work order (B)(4) was reviewed. There were no problems during the manufacturing or testing of this lot.